Manufacturer narrative:
Loose connection.

Event description:
While performing pre-operational testing of the ventilator prior to preventive maintenance service, the manufacturer's service technician reported the backup alarm test failed. Upon inspection of the ventilator, the service technician reported finding the backup alarm connections were loose. The service technician tightened the connections to complete the repair. Applicable final testing was completed and passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. The unit had only 10 hours of elapsed time since it was last serviced. This issue is considered service induced.